Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer also reported that the insulin pump had several crack by battery, diminished battery life and rejected batteries. Customer stated that insulin pump had no delivery alarm and sounds louder while rewinding. Troubleshooting was declined. The insulin pump will not be returned for analysis.